Event description:
I have a medical condition called bells-palsy which necessitates that I wear a patch over one eye at night. I purchased an eye patch from (B)(6). When I went to wear it, I found it was made in (B)(4) and had a terrible odor. Not wanting to possibly injure my eye from the odor I threw the eye patch away. Injury information: incident, no injury. Product type eye protection device (1607). Retailer: (B)(6) 2017. Retailer state: (B)(6). Document number: (B)(4). Report number: (B)(4).